Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was rapidly depleting. Tandem technical support verified the depletion in pump history. Customer continued to use pump for insulin therapy. Customer's blood glucose was 66 mg/dl.